Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced an audio/beep anomaly as well as a bolus anomaly. Customer stated that the bolus history is not recording the bolus deliveries properly. Customer also reported a humming noise coming from the insulin pump during bolus deliveries. Customer's blood glucose reading was 169 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.